Manufacturer narrative:
Additional information: reporter name updated from unknown to (B)(6).

Event description:
The customer reported the battery was not charging. There was no patient involvement.

Manufacturer narrative:
Correction: reporter name updated from (B)(6) to (B)(6).